Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 and 536mg/dl. The customer had symptoms such as difficulty breathing and nausea and treated with a bolus from the insulin pump. Customer's blood glucose value was 208 mg/dl at the time of the call. The customer reported that the high blood glucose levels began this morning. The customer declined to troubleshoot for high readings and did not send the product back for analysis.